Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized for diabetic ketoacidosis. Blood glucose reading was 360 mg/dl at the time of the incident, which was treated with manual insulin injection. Blood glucose reading was 353 mg/dl when hospitalized. The customer¿s mother reported the customer feeling short of breath and sore ankles. The customer was hospitalized overnight starting from 5:00 am on (B)(6) 2020 to 2:30 pm on (B)(6) 2020. Customer has been using insulin pump system within 48 hours of reported hospitalized high blood glucose event. The user does not allege the insulin pump was under delivering insulin. Troubleshooting for the customer¿s high blood glucose was completed. During troubleshooting, the infusion set had an angled cannula when removed. The customer¿s blood glucose at the time of the call was unknown. It is unknown if auto mode was active at the time of the incident. The insulin pump will not be returned for analysis. No product is expected to return for analysis.